Manufacturer narrative:
The event occurred in (B)(6). Accu-chek compact meter serial number (B)(4) accu-chek compact test strip lot number 207242c, expiration date 04-2011. Defective rfid chip caused an e2 error.

Manufacturer narrative:
The event occurred in (B)(6). Accu-chek compact meter serial number (B)(4) accu-chek compact test strip lot number 207242c, expiration date 04-2011.

Event description:
Caller reported blood glucose results of 246 mg/dl on mobile system, 104 mg/dl and 107 mg/dl on compact system within 10 minutes. Reported no adverse event. A request was made for the return of the strips, replacement sent.